Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Braithwaite, k., alazraki, a., loewen, j. Pictorial review: complications of implanted surgical devices in pediatric patients. Pedia tric radiology. 2014; 44:s206. Summary/reported event: implanted surgical devices are commonly observed in pediatric patients by conventional radiography. These devices are routinely encountered in the care of pediatric patients. Complications are sometimes suspected clinically, while others may be discovered incidentally. While some complications are more subtle, they can have profound clinical impact. The radiologist is often asked to evaluate these devices, or may be the first to recognize an important complication in a routine film performed for another indication. Familiarity with these devices and their potential complications, allows for prompt treatment to avoid adverse outcome. We present a variety of cases that we have encountered at a large children¿s hospital. Included in this educational exhibit are the normal and abnormal radiographic appearances of these devices. Complications of implanted surgical devices in pediatric patients are reviewed in a pictorial format with relevant discussion. Devices include baclofen pumps. This educational exhibit better familiarizes the radiologist with commonly encountered surgical devices seen in pediatric patients by presenting numerous examples of malpositioned or broken devices. Familiarity with the normal and abnormal appearance of these devices allows for prompt diagnosis and appropriate intervention.